Event description:
Health professional reported a lap-band access port removal with no additional information. Follow-up information: health professional reported that the port was explanted and not replaced. The band portion remains implanted. Event was first noticed when the patient reported "pain at the port site" and "gi symptoms, difficulty swallowing, and dysphagia." During a follow-up visit, the physician noted "erythema and drainage." Diagnostic testing performed showed "narrowing of the stoma." Health professional also noted "slippage and wound exploration."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, erythema, dysphagia, pain, "gi symptoms," and "narrowing of the stoma" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the reported event of band slippage and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."